Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2008. It was reported that the patient underwent removal surgery of one of the mesh products on (B)(6) 2008. It was reported that the patient underwent removal surgery of the other mesh product on (B)(6) 2009. It was reported that the patient underwent additional removal surgery on (B)(6) 2012. It was reported that the patient experienced severe and chronic pain, mental anguish, scarring, dense adhesions, adhesions to small bowel, mobile or detached mesh, abdominal wall reconstruction and inflammation. The patient had a previous mesh implanted on (B)(6) 2008 which is captured in a separate file. No additional information is provided.